Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5032960) in united states on 13-jan-2014 who had essure (ess205) (fallopian tube occlusion insert) inserted and states that the procedure was extremely painful, and also that since insertion she experienced menstrual cramps, pinching feeling in her fallopian tube area, constant aching and tenderness in each side, extreme cramping and pelvic pain, shooting pains down her cervix, shooting pain down the back of her legs, lower back pain, joint pain in her left hip, fatigue, heavy menstrual cycles and massive clotting, itchy skin, unexplained rash and boils that appear on her face and legs, migraine, and, when she ovulates the pain is so excruciating she has had to miss work. No information was given on consumer's history, past drugs, concurrent conditions or concomitant medication. On (B)(6) 2006 the consumer had essure (ess205) (fallopian tube occlusion insert) inserted. Consumer was implanted with essure in 2006. Her procedure was the first one her dr had performed in his office on a patient not under anesthesia. The procedure was extremely painful and was to take 20 minutes, start to finish. However, after about an hour of not being able to insert the essure coils, physician said that he may need to stop and reschedule this under anesthesia in the hospital. Health care professional finally was able to insert the essure coils in the office. Consumer was in extreme pain for days. Additionally consumer reported that since having the essure coils implanted, she had her first menstrual cramp in her life. She has a daily pinching feeling in her fallopian tube area, constant aching and tenderness in each side, extreme cramping and pelvic pain 2 plus weeks a month, shooting pains down her cervix and down the back of her legs, lower back pain, joint pain in her left hip, fatigue, heavy menstrual cycles and massive clotting, itchy skin, and unexplained rash and boils that appear on her face and legs. She was a healthy woman with no health issues. She did not take over-the-counter pain medication but twice a year and never had painful or abnormal menstrual cycles until after having essure, she had her first migraine after essure as well. The pain is so intense that she has trouble finishing a breath and cannot move. When she ovulates, the pain is so excruciating she has had to miss work. Reporter causality was not reported. Follow-up information was received on 15-aug-2014. Case upgraded to incident due to hysterectomy. On (B)(6) 2006 (previously reported as (B)(6) 2006) essure was implanted in the physician's office. There were complications during the procedure. On an unspecified date she began experiencing unexplained pain and symptoms including severe heavy bleeding and clotting during her menstrual cycle, horrific abdominal and lower back pain, constant stabbing in tubes, ice pick headaches, itching skin, rashes, debilitating joint pain (hips and hands), twitching, acute vaginal pain, body aches, painful intercourse, irregular menstrual cycles, severely anemic. On (B)(6) 2014 she underwent a hysterectomy for the purpose of removing essure and the majority of those symptoms went. No further information was provided. Follow-up information from 29-aug-2014: follow-up attempts were done with no response to date. The product technical complaint investigation and final assessment were received on 02-sep-2014: the bayer reference number for the ptc report is: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. Medical assessment: the reported adverse events are not indicative of a quality defect per se. No batch number was reported. Without this information neither a technical batch evaluation nor a batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for further technical investigation. Due to lack of sample return and any valid batch information the rqu was unable to confirm any quality defect and therefore concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit. Company causality comment: this spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain during ovulation, pinching feeling in my fallopian tube area, constant aching and tenderness in each side/constant stabbing in my tubes, extreme cramping and pelvic pain and severely anemic. These events were considered serious due to medical significance. Pain during ovulation, pinching feeling in my fallopian tube area, constant aching and tenderness in each side/constant stabbing in my tubes, extreme cramping and pelvic pain are listed according to the reference safety information for essure and were regarded as incidents due to a reported intervention (hysterectomy) to remove essure. Event severely anemic is unlisted. Abdominal/pelvic pain and cramping may occur with essure and may be a more likely occurrence during the menstrual period, during and after sexual intercourse or with physical activity. Considering the nature of the events pain during ovulation, pinching feeling in fallopian tube area, constant aching and tenderness in each side/constant stabbing in my tubes, extreme cramping and pelvic pain, they were considered related to essure. Since no information was provided regarding consumer´s past or concurrent conditions that could have contributed for the event severely anemic, a causal relationship between this event and essure cannot be assessed, and it was thus considered a non-incident. In addition non-serious events were reported. A product technical complaint (ptc) analysis was performed and concluded that there is no reason to suspect a causal relationship to a potential quality deficit (lack of sample return and any valid batch information). No further information is expected.

Manufacturer narrative:
Follow up information received on 26-apr-2016: legal claim was received for this patient; this case is considered legal case from this date forward. Subsequent to implantation with essure, the plaintiff began to suffer from severe pelvic pain, extreme menstrual changes accompanied with blood clots, severe joint pain, vaginal pain, weight gain, hair loss, and shooting pain in legs. Plaintiff had to have a hysterectomy as a result of essure. Company causality comment this spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain during ovulation, pinching feeling in my fallopian tube area, constant aching and tenderness in each side/constant stabbing in my tubes, extreme cramping and pelvic pain and severely anemic. These events were considered serious due to medical significance. Pain during ovulation, pinching feeling in my fallopian tube area, constant aching and tenderness in each side/constant stabbing in my tubes, extreme cramping and pelvic pain are listed according to the reference safety information for essure and were regarded as incidents due to a reported intervention (hysterectomy) to remove essure. Event severely anemic is unlisted. Abdominal/pelvic pain and cramping may occur with essure and may be a more likely occurrence during the menstrual period, during and after sexual intercourse or with physical activity. Considering the nature of the events pain during ovulation, pinching feeling in my fallopian tube area, constant aching and tenderness in each side/constant stabbing in my tubes, extreme cramping and pelvic pain, they were considered related to essure. Since no information was provided regarding consumer´s past or concurrent conditions that could have contributed for the event severely anemic, a causal relationship between this event and essure cannot be assessed, and it was thus considered a non-incident. In addition non-serious events were reported. A product technical complaint (ptc) analysis was performed and concluded that there is no reason to suspect a causal relationship to a potential quality deficit (lack of sample return and any valid batch information). No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.